Event description:
A customer contacted baxter to report that the (transfer set) patient connector was not connected to the titanium adapter. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike (loose in pouch) and no cap on patient connector in reference to connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened to a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. During visual inspection no abnormalities were noted. The complaint could neither be confirmed nor duplicated in the lab. A root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.